Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty plugging the pump into charge with the usb cable. Reportedly, the customer was unable to verify if there was damage to the cable. Customer confirmed that the cable still charged the pump successfully. There was no reported impact to the customer's blood glucose level.